Event description:
It was reported that the patient received numerous shocks for cardiac events and it was undetermined if all were successful or appropriate. It was also reported that there was possible premature battery depletion. The device has been explanted and replaced. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received numerous shocks for cardiac events and it was undetermined if all were successful or appropriate. It was also reported that there was possible premature battery depletion and later reported that all shocks were appropriate for rate and that there was no oversensing. The device has been explanted and replaced. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.